Event description:
It was reported that a device powered off without user input during a glucose infusion to an infant. The nurse stated that the patients blood sugar had "bottomed out" and a bolus of glucose was delivered. The patients blood sugar was stabilized and there was no permanent injury.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device. The eval was unable to reproduce or confirm the pump to power off without user input. The device was tested and performed as expected. Review of the device history could not identify any "improper shutdown" which would be entered if the device was powered off without user input. The device did alarm for a system error 322 during the reported date of the event. Reference MFR report number: 1314492-2013-17105 for this event.